Event description:
Patient had a shiley #6 low pressure trach cuff inserted. Next day, the trach cuff "blew" and had to be explanted. A new trach cuff was implanted the following day.

Event description:
Patient had a shiley #6 low pressure trach cuff inserted. Next day, the trach cuff "blew" and had to be explanted. A new trach cuff was implanted the following day.